Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Device not returned.

Event description:
The user facility reported the device didn't provide stimulation during use in a surgical procedure. This condition, in which the device does not deliver energy, may be interpreted by the user as a false negative result, or may result in the loss of of ability to nerve monitor, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Quality investigation is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The user facility reported the device didn't provide stimulation during use in a surgical procedure. This condition, in which the device does not deliver energy, may be interpreted by the user as a false negative result, or may result in the loss of ability to nerve monitor, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.